Event description:
Flow rate too fast. Infusion completed in 24 hr instead of 48 hr. No adverse event was reported.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. No sample was available for evaluation and investigation. Without the actual sample, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no confirmed complaints for fast flow for the reported lot number. No determination could be made as to why the pump appeared to flow fast. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.